Manufacturer narrative:
A ge oec service representative investigated the issue and found the facility bme that replaced the high voltage cable applied too much grease to the candlesticks, causing the arcing issues. Th hv candlesticks were cleaned and re-greased according to specifications. The system was tested, found to operate as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to arc at the tube when in use.